Event description:
According to the reporter, when you push the button to turn it on it will not power up. If you hold the button in it will power up. They only use the device for ECG printouts. There were no adverse affects reported as a result of the device use.

Manufacturer narrative:
Physio-control is continuing to investigate the report.